Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during inspection for a diagnostic procedure, the high-definition lcd monitor blacked out and the power turned off without permission. Subsequently, the power was turned on again and the issue was resolved, and the procedure was continued. There was no harm or user injury reported due to the event. This is part one of two related complaints. (Patient identifier: (B)(4)).

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, visual inspection found no abnormalities in appearance. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.